Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that the up arrow was really difficult to work with. The customer declined troubleshooting for off no power alert. The customer was advised to monitor the pump and call back if issue recurs. The customer was advised to revert to back up plan per health care professional instructions if needed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly and low battery alert due to buttons not responding.